Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They tried to lock it with the lock lever, but couldn't lock it well. Recognizing it as a defect, they released the new product, and this time it could be used indefinitely. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The lot # 25149879 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner xp-5000. They tried to lock it with the lock lever, but couldn't lock it well. Recognizing it as a defect, they released the new product, and this time it could be used indefinitely. There was no effect on the patient.